Manufacturer narrative:
The stent remains implanted in the pt and is not available for eval. Add'l info has been requested from the surgeon, but no device identifiers have been provided at this time. Hyphema and iop elevation are listed in the device labeling as known inherent risks of glaucoma stent surgery. MFR ref # (B)(4). Submitted to FDA on 02/28/2014.

Event description:
The surgeon reported performing cataract surgery with implantation of the istent. Postoperatively, the pt presented with a non-clearing hemorrhage and elevated intraocular pressure (iop). F/u info was provided by the surgeon, who reported that the hemorrhage cleared and the pt is doing well. Add'l info has been requested.